Event description:
It was reported that this right atrial (ra) lead had a lead anomaly. Technical services (ts) recommended hcp to contact the one who wrote in the medical record about this. This lead still remains in service. No adverse patient effects were reported.